Manufacturer narrative:
The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other supera referenced being filed under a separate medwatch report #.

Event description:
It was reported that the procedure was performed to treat a superficial femoral artery (sfa). About 4 months ago, the patient had a non-abbott stent implanted which was massively over dilated to 7mm. The ends had crimped slightly, and the stent became occluded. On (B)(6) 2020, the vessel was prepared using a 6-french non-abbott atherectomy device and a 5.5x200mm armada 18 balloon. During deployment of the 5.5x200mm supera stent, the stent became damaged (assumed to be invaginated) as it reached the previously implanted stent. The physician stopped the deployment and pulled back slightly to allow the stent to get back to normal but was unsuccessful as the stent became stuck with the sheath. After some pulling, the stent fully deployed. The stent was noted to be short and therefore a second same size supera stent was deployed overlapping the first supera stent in the proximal sfa. Images of the section of the damaged stent did not look great and was treated with post-plasty however it remained the same. Blood flow was brisk but within 24 hours, both supera stents had occluded. An above knee bypass procedure was done on (B)(6) 2020. Only the damaged supera stent (the first implanted) was explanted and it was then confirmed that the stent was twisted on itself and completely distorted in certain areas and not invaginated as previously thought. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of occlusion is listed in the supera instructions for use, as a known potential adverse effect of peripheral percutaneous intervention. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The surgical procedure and hospitalization were related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.